Event description:
It was reported that pump experienced malfunction, during which pump screen went dark and would not turn on until caller followed instructions to reconnect pump to charger and wait for startup, after which a malfunction alarm appeared. There was no reported adverse impact to the customer¿s blood glucose level. Customer worked with technical support to restart pump, reset malfunction, confirm that issue did not recur, and was advised to continue using pump and to call back if malfunction alarm returned, with no additional outcomes reported.